Event description:
It was reported that the patient's scs paddle lead had migrated out of the epidural space. The migration was confirmed via imaging. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's paddle lead was repositioned to adjust for the migration. The patient had developed significant scar tissue in the time since her original implant, so it became necessary to create a superior lami and use suture line through the eyelets of the paddle to position the paddle in the appropriate place. Butterfly anchors were added to secure the paddle in place. Therapy was restored post operatively.

Manufacturer narrative:
Section b3: event date is estimated. The event of lead migration was reported to abbott. The existing lead was repositioned to adjust for the migration. The patient had developed significant scar tissue in the time since her original implant, so it became necessary to create a superior lami and use a suture line through the eyelets of the paddle to position the paddle in the appropriate place. Butterfly anchors were added to secure the paddle in place. Excessive scar tissue made it necessary to complete an additional lami to properly place the lead. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.